Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low and high blood glucose while using the ilet system, including a low of 60 mg/dl lasting about 30 minutes and episodes over 300 mg/dl, despite meal announcements, a target adjustment, and a factory reset performed with trainer guidance. Symptoms included hypoglycemia managed with one glucose tablet and no acute clinical effects. Outcomes included temporary interruption of normal glycemic control without medical intervention or hospitalization. Investigation included complaint handling, technical and clinical support review, and user education with assignment for additional training. Investigation of this case revealed no device malfunction was identified based on available information and user actions were reinforced, including appropriate treatment of hypoglycemia with oral glucose. It was concluded that the event involved both hypoglycemia and hyperglycemia with an undetermined cause and that continued training and troubleshooting were warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.